Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that patient's stimulation was erratic and seemed to be crazy. Patient reported he cannot go to the bathroom quick enough and when he does, it is just a dribble. Patient stated he fell on (B)(6) 2019 but did not notice the erratic stimulation until the day of this report. Patient increased stimulation on both ins. No further complications were reported.